Event description:
It was reported that the table locks disengaged, causing the tabletop to unexpectedly free float in both the longitudinal and lateral directions. There was no injury or pt involvement reported. This situation could contribute to any injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the float was caused by loss of power to the table locks. The power loss was attributed to a damaged 1.25a fuse. The fe replaced the fuse and verified that the locks were functioning nominally.